Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was noise on the right ventricular lead potentially due to subclavian crush. There was no visible damage on x-ray. The right ventricular lead was capped and replaced and the device was replaced since it was near eri. The patient was stable.